Event description:
Customer reported the left monitor is blanking out intermittently. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the adapter board. System operates as intended.